Event description:
The facility's biomedical engineer reported an infusion pump with a 810:04 failure code. The device was received by the biomed with a note that stated the device was "broken" and the biomed reviewed the event history to find the failure code 810:04. The biomed does not knwo if the pump was actually hooked up to a pt at the time it went into this failure code. The biomed noted there was no incident report filed and therefore no info would be available regarding a clinical contact, medication involved, specific pt info, medical intervention, pump programming info, tubing product code or lot number. No adverse outcome resulted.